Event description:
The manufacturer received information alleging a ventilator inoperative alarm sounded while in patient use and the screen turned red and that it was not fixed by powering on and off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue the fio2 sensor receptacle verification failed during testing, the in-line filter prox, (on the return side of the tubing-fio2) was replaced.